Event description:
Plaintiff was employed as a nursing assistant and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: allergic rhinitis, shortness of breath, itchy and watery eyes and urticaria. Plaintiff alleges developing a latex allergy.